Event description:
It was reported that for secore drb1 locus sequencing kit catalog #5330025, lot #1275433, poor data appears to be related to one run in the customer's lab. Ab1 files were provided. Data is suggestive of the exo sap it clean up step, which is performed after amplification of the sample and prior to addition of the sequencing primers, as the potential area for errors. This issue would result in a no-type or delay in reporting of results since the sequence data may not be interpreted by the software. (B)(4).

Manufacturer narrative:
Investigation of this complaint (B)(4) is on-going.